Manufacturer narrative:
The user reported excessive bleeding which required going to the emergency room. The user received additional bandaging as treatment. Multiple follow-up attempts were made to contact the user for additional information, but no response was received. Bleeding at the insertion site is a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
On june 22, 2024, senseonics was made aware of an event where the user's right arm was bleeding. The user went to the emergency room where the hcp bandaged the area to stop the bleeding.